Manufacturer narrative:
Implant and explant date: if implanted or explanted; give date: na (not applicable) the lens was removed and replaced within the same surgery. (B)(4). Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. The lens was observed cut in two half parts, both haptics were in good shape. Visual inspection at 10x microscope magnification was performed. Small particles that could be related to handling the unit were observed on the surface of the iol and cartridge. Residue of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) was detected in the lens and cartridge indicating the device was handled and prepared for surgical use. The lens was observed cut and ripped in two parts in the optic zone, but both haptics were good shape. Based on the evidence observed, the condition of the lens is consistent that was handled during the surgical process. The reported device problem code for a torn haptic was not verified in the returned lens. The condition of the lens is consistent with a lens that was removed and replaced during the surgical procedure. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review). The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review related to the complaint. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed there were no other complaints received for this production order number. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product quality deficiency has been identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol), the patient moved and the haptic was torn. As a result, the haptic of the lens ripped the capsule bag. A vitrectomy, an incision enlargement, and suture were required. The surgery was completed with use of an anterior chamber lens. It was noted that the event was due to patient anatomy. No patient injury was reported. No further information was provided.